Event description:
It was reported that during a ptca procedure, the maverick2 monorail ptca catheter balloon ruptured on the second inflation. The atms is unknown. The lesion being treated was a slightly calcified lesion in the left anterior descending (lad) coronary artery. The procedure was successfully completed with another of the same device. No patient injuries or complications were reported. Patient status is reported as "stable".

Manufacturer narrative:
Device has not been returned for analysis as of the date of this report.